Manufacturer narrative:
The customer was advised to seek medical attention and ended call before product info (d4) could be obtained. Without product info, it's not possible to determine manufacture date or 510k number. The customer was contacted after the initial call, but after stating her husband was ok, she did not want to provide any additional info.

Event description:
The advocate called and alleged that her husband swallowed around 85 contour test strips. At the time, no adverse events were alleged. Customer service advised the advocate to seek medical attention for the customer. The advocate was contacted after the initial call. She stated the customer was ok and she did not want to discuss what had happened.